Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 and passed on (B)(6) 2020, the cause of death was pneumonia. The caller stated that the customer had urinary tract infection that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, as the customer's blood glucose was so high that they needed to use manual injections. The customer was not using sensors. The caller declined to return the insulin pump for analysis.